Event description:
Pt reported to have frozen shoulder 6-8 weeks following shoulder surgery. A second arthroscopic procedure was performed to debride and manipulate shoulder. Biopsy revealed chronic inflammatory reaction. Pt has recovered well.